Event description:
It was determined that this issue was previously reported within related MFR report number 1627487-2018-13387 and 1627487-2018-13489.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a headache post trial implant. As a result, the physician explanted the system.